Event description:
In 2007, patient had right hip arthroscopy. A disposable hip pack containing three guide wires was used during the procedure. Less than three months later, the patient returned to surgery for retained foreign body. Inspection of the foreign body showed that, it was a tip of the nitinol guide wire that had somehow been fractured into the cannula, and was retained after removal of the cannula.